Manufacturer narrative:
The device was returned to zoll (B)(6) service department, the malfunction was duplicated and attributed to loose battery lugs. The loose battery lugs caused a loose connection. The battery lugs were removed and reassembled to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.